Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when the clip was closed, the two branches of the applicator did not reopen. It was not possible to remove the device from the trocar. It is unknown how the procedure was completed however there was no delay to procedure, procedure was successfully completed, and there was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2021. D4: batch # 238a18. H6: component code: mechanical (g04). Investigation summary : the analysis results found that an er320 device was received with the trigger closed. The device was disassembled to evaluate the condition of the internal components and the trigger was found to be broken, not allowing the clips to fed into the jaws. In addition, eighteen clips were found remaining inside the clip track. The damage on the device could be due to the internal ribs being gauged by the feeder link, causing the trigger to experience additional force that could interfere with the firing of the device. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.